Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax, hypoxia and small bleed cannot be determined. System logs were not available for review at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that towards the end of the ion-assisted endoluminal lung biopsy procedure, the patient developed a small pneumothorax and experienced hypoxia as there was approximately 20 ml of blood loss. The target lesion was in the right upper lobe, close to the pleura and was about 1.8 centimeters in size. Iced saline was administered to control the bleeding and bronchoalveolar lavage using a regular bronchoscope was done to clean out the airways. A follow up chest x-ray showed that the pneumothorax size had increased. The physician believe that the pneumothorax and bleeding would have likely occurred via another modality due to the location of the lesion and the patient was considered very high risk. The patient also had experienced a prior pneumothorax and small bleeding from the same site during a previous CT-guided lung biopsy procedure. The patient was hospitalized for 3 days. There was no device malfunction associated with the event.